Event description:
It was reported that this implantable pacemaker device exhibited suspected premature battery depletion (pbd). Moreover, this device has showed 6 years remaining in longevity from the previous check approximately 6 months ago and recently battery longevity showed 3.5 years. A request was made to have data from this device analyzed. Data analysis confirmed pbd, and that this device power consumption has been increasing over the past year. Device replacement was recommended or have the device re-evaluated within 90 days. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited suspected premature battery depletion (pbd). Moreover, this device has showed 6 years remaining in longevity from the previous check approximately 6 months ago and recently battery longevity showed 3.5 years. A request was made to have data from this device analyzed. Data analysis confirmed pbd, and that this device power consumption has been increasing over the past year. Device replacement was recommended or have the device re-evaluated within 90 days. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field h1. Type of reportable event.

Event description:
It was reported that this implantable pacemaker device exhibited suspected premature battery depletion (pbd). Moreover, this device has showed 6 years remaining in longevity from the previous check approximately 6 months ago and recently battery longevity showed 3.5 years. A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption has been increasing over the past year. Device replacement was recommended or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.